Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that failed tower door unable to recover. A field service engineer performed an inspection of the station and resolved the door jam to rectify the issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system station failed tower door could not recover. A customer indicated that there was a delay in the dispensing of medication caused by a malfunction of the drawer. There were no adverse events or injuries reported based on this event.